Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg 300-500s mg/dl). Pump supplies were changed and insulin injections were administered to address the issue. Customer alleged the pump was not delivering insulin as expected. System check with tandem technical support was performed. Pump functioned as expected. Customer continued to use pump for insulin therapy.